Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during emergent percutaneous cardiac intervention. The implanted impella cp pump was unable to obtain adequate flows during patient support. As a result, the pump was explanted and the patient was switched to a tandem heart device with oxygenation for ongoing support. There was no patient harm.

Manufacturer narrative:
The investigation for the low pump flow and access site bleeding has been completed. The impella device was not returned for evaluation. Data logs were reviewed which showed low pump flow with several suction alarms during the case run. There were no reported events related to biomaterial interaction or improper positioning. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided.